Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced increased pelvic discomfort, severe symptoms suggestive of urinary tract infection, but negative urine culture, painful urination, blood in the urine and the incision from procedure was out of line with one side much higher than the other. Removals and revisions of the mesh and transurethral resection of foreign body were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.